Event description:
It was reported that there was a problem with the alignment of the instruments. It was reported that the jig is not lining up when aiming the nail through the screw. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The jig was unstable. It was tested with a nail insertion and found that it did not fully tighten and that there was some movement in the jig. The bolt was not tightening completely. There was no patient or procedure involvement.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned aiming arm ((B)(4)) was received intact and fully functioning, with minor scratches of the anodized layer. The relevant drawings were reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. The complaint condition could not be re-created since the subject cannulated connecting screw for percutaneous insertion handle was not returned and therefore could not be evaluated as part of the investigation. Based on the description of the event, it is most likely that the root cause of the complaint condition is due to the interaction between the subject lateral femoral nail (lfn) and the missing connecting screw. Since the description stated that the connecting screw was not tightening sufficiently it is possible that there is an issue with the screw threading, which prevented a secure and stable connection between the lfn and the insertion handle. The returned parts were assembled and found to be functioning well, there was no indication that either of the returned parts contributed to the complaint condition. Considering the details of the complaint condition and since it could not be recreated using the returned parts, the devices are determined to be suitable and safe for their intended use and the complaint condition unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records was reviewed and material review reports (mrr) #(B)(4) was found on part number (p/n) dg10052 lot #5539998 for supplier parts not anodized. The parts were returned to the supplier, reworked, inspected and accepted. This nonconformance is not relevant to the complaint because the issue is visual on the knob component. Mrr #(B)(4) was found on raw material p/n 11051 lot #5052338 for cert does not have chemical compound "n". The supplier provided the corrected cert and the material was accepted. This nonconformance (ncr) is not relevant to the complaint because the issue is documentation. Mrr #55147 was found on p/n 03.010.048.4 lot #4819598 does not accept the go gage. The parts were returned to the supplier, reworked, inspected and accepted. This nonconformance is not relevant to the complaint condition because the issue is on the cam component and the cam does not affect alignment. P/n 03.010.048.1 lot #4891905 found a discrepancy on the cmm data report. Feature (11.500/11.536) is listed as 11.537 and this is 0.001mm outside of the specification limits. Ncr #1120549 will evaluate and disposition this discrepancy. Relevance to the complaint is not able to be determined at this time. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.